Event description:
It was reported by the rep that the handpiece emitting a solid tone with test tip and the instrument. This was detected while inserting device. It is unknown how the case was completed. There was no consequence to pt.